Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by implant patient registry, 7 months post implant of a 23mm sapien 3 ultra valve in pulmonic position, the valve was explanted and replaced with a 27mm inspiris surgical valve. The reason for explant is unknown.

Event description:
As reported by edwards implant patient registry, 7 months post implant of a 23mm s3u valve in pulmonic position, the valve was explanted and replaced with a 27mm inspiris surgical valve due to mild pulmonic valve insufficiency and stenosis of the valve and of the pulmonic artery above and below the valve-in-valve implantation site. After reviewing the medical records provided, the initial 23mm s3u appeared to have been implanted successfully in the pulmonic position. However, the patient left the hospital against medical advice and that resulted in no immediate postop echocardiogram. The 30-day post tavr echo report showed that while the bioprosthetic valve appears to be functioning well, there was some mild pulmonic valve insufficiency and there was moderate to severe multi-level stenosis throughout the rvot. The intraoperative transesophageal echo on the day of surgery showed that the valve leaflets appear to be opening and closing well. However, there was evidence of pulmonic valve stenosis and mild pulmonic valve regurgitation by computational fluid dynamics and there was turbulent flow visualized in the subvalvular and supravalvular regions. The patient had the 23mm s3u tpvr explanted along with the entirety of the main pulmonary artery trunk from the right ventricle and the posterior aspect of the heart down to the pulmonary artery bifurcation. This was because the old non-edwards surgical valve was heavily calcified, and the inflammatory reaction essentially eroded through the main pulmonary artery trunk which resulted in the need to excise and replace with a graft conduit. The 27mm inspiris surgical valve was sewn into the graft conduit and the valve conduit was implanted successfully. It appears that the 23mm s3u had to be explanted due to the damage of the patient's original tetralogy of fallot repair and the heavy calcification of the previous surgical valve with inflammatory response damaging the pulmonary artery and rvot and resulting in stenosis below and above where the valve was implanted.

Manufacturer narrative:
The device was not returned for evaluation. The complaints for central regurgitation and stenosis were confirmed from the medical record. A review of the DHR, lot history and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint a review of IFU/training materials revealed no deficiencies. It should be noted that this case is considered off label because a sapien 3 ultra valve was implanted in pulmonic position, which is not indicated for use. The risk management file captures risks for indicated device use only. The review of the risk management file is complete, and no further action is required at this time. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "7 months post implant of a 23mm s3u valve in pulmonic position, the valve was explanted and replaced with a 27mm inspiris surgical valve due to mild pulmonic valve insufficiency and stenosis of the valve and of the pulmonic artery above and below the valve-in-valve implantation site". It was noted that, there was damage to the tof repair and heavy calcification of the previous surgical valve with inflammatory response damaging the pulmonary artery and rvot. This has resulted in stenosis below and above where the valve was implanted. As such, available information suggests that patient factors (patient conditions: inflammatory response for implantation and calcification of previously implanted surgical valve) may have contributed to the reported stenosis. In this case, the thv was impacted by the patient conditions. Per medical record, "valve leaflets appear to be opening and closing well". However, there was evidence of pulmonic valve stenosis, which can lead to central regurgitation. As such, available information suggests patient factors (stenosis) may have contributed to the reported central regurgitation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.